Event description:
During routine inspection, physio-control observed that the device energy output was intermittently lower than the selected energy. There was no pt associated with the reported event.

Manufacturer narrative:
(B) (4): physio replaced the biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced biphasic and therapy pcb assemblies at the failure analysis center and was not able to verify/duplicate the issue. The test mock-up device delivered the selected different energy levels within the specifications.